Manufacturer narrative:
The system was tested, found to be operating as intended, and released to the customer for use.

Event description:
Customer reported they would get a low kvp error message and a switch error message on the device.